Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of the peritonitis was unknown. The peritonitis was manifested by abdominal pain and cloudy pd effluent. On the same day as onset, the patient was hospitalized for the event and began treatment with ceftazidime and cefazolin (doses, frequencies and routes of administrations unknown). Three weeks later, treatments with ceftazidime and cefazolin were discontinued. On the same day, the peritonitis was resolved; the patient was recovered and discharged from the hospital. At the time of this report, dianeal therapies were ongoing. No additional information is available.